Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device and inflating the device to rated burst pressure. The device inflated and held pressure for 5 minutes without leaking. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.